Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited high impedance, a sensing anomaly, high threshold and intermittent capture. The patient became dizzy and experienced a syncopal episode in clinic. Fluoroscopy revealed that the lead was crushed by the clavicle. The lead was capped and replaced on (B)(6) 2016. The patient experienced no complications.